Event description:
It was reported that during ventricular lead revision, it was noted that the right atrial lead exhibited noise causing inappropriate automode switch. The lead was capped and replaced.